Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown date in 2019. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on june 8, 2019, the patient underwent a re-operation due to a necrosis at the bone head that was discovered last (B)(6) 2019. Initially, the patient had an open reduction internal fixation (orif) surgery with femoral neck system (fns) due to left femoral neck fracture last (B)(6) 2019. During the revision procedure, the fns implants were removed and a total hip arthroplasty (tha) was performed using zimmer devices. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. This report is for one (1) bolt for femoral neck system 110 mm length-sterile. This is report 1 of 4 for (B)(4).